Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery gauge was intermittently fluctuating and static. There was no reported adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to continue troubleshooting; however no response was received.